Event description:
This rv was implanted on (B)(6) 1995 and was explanted on (B)(6) 2018 due to infection with sepsis. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).